Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the balloon of the catheter would not deflate. The balloon took several different attempts to deflate. Eventually the balloon was slowly deflated and removed from the sheath. The event occurred in the surgery department and the catheter was being placed in the right arm fistula of a male pt. A new balloon catheter was opened and used successfully. It is unk if there was a delay in treatment. No complications or death occurred to the pt.